Event description:
Customer reported nothing is displayed on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restored power to the dicom box. System operates as intended.